Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced supra ventricular tachycardia (svt). The right ventricular (rv) his bundle lead exhibited intermittent undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.